Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30026477 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the blue vent connector would not stay attached to the endotracheal tube. This was noted immediately after intubation, when the vent alarm went off. The respiratory therapist unsuccessfully tried taping the vent connector in place. The connector had to be replaced with a shiley vent connector, and there were no further issues. There was no patient distress. No further information is available.